Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The unit was also received with a corroded motor home switch. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the pump no longer works because it was submerged underwater for a few minutes. The customer's blood glucose at the time of incident is unknown. She forgot that she had her pump on and went swimming in the pool. Troubleshooting was initiated for pump exposure to fluid. The customer stated that the pump was vibrating without an alarm or alert and that the pump's display screen went blank immediately after exposure to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.